Event description:
Procedure: sinew reconstruction. According to the reporter: the surgery happened on (B)(6)2010. On (B)(6)2010, surgeon noticed at a reexamination, that the suture dissolved itself. The surgeon had to operate again.

Manufacturer narrative:
(B)(4)